Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was successfully repositioned due to a lead dislodgement. The ra lead remains implanted and no adverse patient effects were reported. This investigation is complete at this time.